Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). CUSTOMER HAS INDICATED THAT THE PRODUCT IS IN PROCESS OF BEING RETURNED TO ZIMMER BIOMET FOR INVESTIGATION. ONCE THE INVESTIGATION HAS BEEN COMPLETED, A FOLLOW-UP MDR WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THE FEMORAL IMPACTOR PAD BROKE DURING IMPLANT IMPACTION. THE SURGICAL TECHNIQUE WAS UTILIZED. THERE WAS NO SURGICAL DELAY. NO FOREIGN BODIES WERE RETAINED. A SECONDARY DEVICE WAS NOT NEEDED TO COMPLETE THE PROCEDURE. ATTEMPTS HAVE BEEN MADE AND ALL AVAILABLE INFORMATION HAS BEEN PROVIDED

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:B4; B5; D2; D9; G1; G3; G6; H1; H2; H3; H6.The event is confirmed. Visual examination of the returned product was completed and found that the device was fractured. The analysis identified the fracture was consistent with the device fractures analyzed in a ZRM, which indicates overload failure or low cycle fatigue culminating in the overload failure. The Device History Record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.